Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The physician unpacked the liberte 2.5x20mm bare metal stent and noted that there were raised wires in its distal portion. The stent did not come into contact with the pt. The procedure was completed with another liberte stent, same size. Pt condition post procedure is noted as stable.

Manufacturer narrative:
.